Manufacturer narrative:
The reported event of advancement difficulty through patient anatomy could not be confirmed. The returned valve was investigated and found that the valve capsule tip was noted to be slightly deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported advancement difficulty could not be conclusively determined. Patient anatomy (calcification) likely contributed to the event; however, this cannot be confirmed. There were no complaints associated with any other devices from the lot. Additionally, the observed bent damage on the returned delivery system may have resulted of excessive manipulation during procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the ds was inserted through the left femoral artery, and it got stuck on the left iliac due to calcification. The valve capsule was pulled back and created a lip that was unable to pass through the vessel. The ds with the loaded valve were removed from the patient's anatomy and an angioplasty was performed. A 29mm, navitor vision valve was selected for implant using a new large flexnav ds and were able to be advanced then implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable and discharged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.